Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. Pulse width was extended and the lead remained in use. The lead was subsequently reported to be exhibiting non-capture and causing extracardiac stimulation. The lead was explanted and replaced. The physician bovied through the insulation on the right ventricular (rv) lead during the procedure. The rv lead was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.